Event description:
A report was received that the patient's ipg was explanted. The reason for the explant is unknown. No further information can be obtained.

Event description:
A report was received that the patient's ipg stopped working. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110 serial #: (B)(4), description: precision implantable pulse generator (ipg) model #: sc-2138-50 serial #: (B)(4), description: scs 50cm iii lead model #: sc-8116-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.